Event description:
It was reported by the customer's wife that the customer was hospitalized 3 times for diabetes related issues. First admission (B)(6) 2013. Second time (B)(6) 2014 customer's blood glucose level at the time 28 mg/dl. Customer was treated with glucagon shot. Thirst hospitalization was on (B)(4) 2014. No add'l info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).